Event description:
The operator of an advia centaur xp instrument stated that the event log was flashing red. The operator performed a system reboot and the instrument displayed global input/ output board (giob) and a puff of smoke was emitted from the analyzer. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that a screw from the top cover had fallen onto the printed circuit board, causing an electrical short. The cse replaced the giob. The cause of smoke being emitted from the instrument was an electrical short in the pcb. The instrument is performing according to specifications. No further evaluation of the device is required.